Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive after the customer jumped into a pool. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support (cts) the touchscreen did not function as intended. Cts advised that the pump should not get wet. The customer acknowledged. It was indicated the customer would administer manual injections as alternate insulin therapy.